Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found. A rounded setscrew socket was noted, and the grommet was damaged.

Event description:
It was reported that during the implant attempt when connecting the rv lead to the generator, the rv coil pin could not be inserted into the block connector. A closer inspection found that a screw was blocking the pin insertion. The physician was unable to retract the screw. The device was not used. There were no patient complications reported as a result of this event.